Event description:
It was reported that pump displayed recurring malfunction alarm related to power loss to vibrator motor, with no notable events occurring before malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer chose to continue using current pump with alternate insulin method if needed, and technical support arranged replacement pump.